Event description:
A customer reported to baxter (B)(4) of a buretrol set in which the roller clamp does not close. There was no patient involvement or medical intervention reported for this event. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was evaluated, and the defect was confirmed by visual inspection. The root cause of this condition was attributed to a molding process variation during manufacturing. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.